Manufacturer narrative:
Section a4: patient weight was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had numerous low voltage alarms. The clips and batteries were cleaned with no resolution of alarms. The system controller ended up being switched. These issues were stated to have occurred in 2021.

Manufacturer narrative:
Section b3: event date was estimated. Manufacturer's investigation conclusion: the reported event of low voltage alarms was not confirmed as no files have been submitted and no product has been received. Multiple attempts were made to obtain additional information regarding the serial number of the system controller in use at the time of the event, the date of the alarms in 2021, if log files from the reported event date could be provided, troubleshooting steps taken, if the controller was exchanged, and if any products would return; however, no additional information was provided and to date, no product has been received. A review of patient history revealed additional reported low voltage alarms (MFR. Report #2916596-2025-03932). A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate 3 system controller not being reported. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage alarms. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the 14v battery clips and system controller power cables. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.